Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation, a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with battery depleted set alarm was discovered and confirmed during product evaluation in the pump's event history by a baxter service technician. This condition was caused by depleted main batteries. The main batteries were replaced to correct the condition. Additional information: this device is an unremediated colleague pump with a user interface module software version of 6.12.00. The root cause investigation is in progress through (B)(4).

Event description:
A colleague infusion pump was reported originally for an unknown condition. It is unknown when the reported condition occurred. It is unknown if patient injury or medical intervention occurred. During a review of the pump's event history by baxter (B)(4) personnel, the device was found to have experienced a battery depleted set alarm which interrupted delivery. The software version for this device is not known.